Event description:
A bipap a30-s silver series device was returned to a third-party service center. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the device, the service technician observed a ventilator inoperative error e086 (failure of the outlet pressure sensor). Due to the error, the main printed circuit assembly (pca) will need to be replaced. Additionally, dust/dirt/tobacco contamination was found inside the device, the keypad was overused, and the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The device was scrapped after the evaluation was completed.